Manufacturer narrative:
Manufacturer's investigation conclusion: the report of superficial damage to the patient¿s driveline could not be confirmed through this evaluation as no photos were submitted for review and no product was returned for evaluation. The pump operated above the low speed limit for the duration of the submitted log file, and the system appeared to be operating as intended. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 11apr2017. The most recent revision of the heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is the section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The IFU explicitly states, "a patient should sleep or plan to sleep only when connected to the power module. If a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient before battery depletion." The section ¿preparing for sleep¿ contains specific instructions regarding sleeping with the device. The hm ii lvas patient handbook is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The ¿how your heart pump works¿ section indicates that the power module should be used for power while the user is indoors relaxing-and always when sleeping (or when sleep is likely). The user must connect to the power module when sleeping; otherwise, the alarms may not be heard. The patient handbook contains a section titled ¿sleeping¿ under ¿living with the heartmate ii.¿ this section contains detailed instructions on how to properly prepare for and sleep with the device, as well as a pre-sleep safety checklist. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that rescue tape was applied to driveline casing. The patient reported sleeping on batteries despite education to do otherwise. The power cable disconnect and no external power alarms were due to changing power sources. The patient admitted to ¿double disconnected¿ at times. All of the alarms and events resolved.

Event description:
It was reported that the patient reported no external power, power cable disconnect, and low voltage alarms. Small exterior splits were seen on the driveline outer casing which were repaired with rescue tape. A log file analysis showed pulsatility index events, as well as routine battery changes. No low battery advisories, low battery hazards, backup battery usage, or any alarms associated with a driveline issue were recorded.